Event description:
New information notes that the pacemaker exhibited inappropriate mode switch episodes.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited far r wave oversensing. No intervention was performed. The patient status was unknown and will continue to be monitored.